Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that this device was near eri (elective replacement indicator) and had early battery depletion due to monthly charges that resulted from excessive charge time automatically setting the cap-formation parameter to once a month. The device remains in use but will be replaced as soon as it trips eri. No patient complications were reported as a result of this event.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equals 2.853 to 2.635 volts between (B)(6) 2012 is before device rrt(recommended replacement time) less than or equal to 2.6251 volts.